Event description:
Ous MDR - undesired higher than programmed pacing rate was noted when in ddir, with ddir being 60- 150. Patient experienced angina with long episode of apvs @190 bpm. There were no dates provided related to implant, explant or the event.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device and the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The returned device data was thoroughly analysed. The analysis did not reveal any indication of a device malfunction. The clinical observation resulted from a programming of the ddir mode in combination of a specific programmed and intrinsic av-delay. In general, the ddir mode is a ventricular based timing mode without tracking of intrinsic conduction from the atrium to the ventricle. The va interval is, per design, constant based on the programmed av-delay, resulting in a shortening of the aa interval in presence of faster intrinsic av conduction. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data revealed that the clinical observation resulted from a combination of intrinsic av conduction and the programmed parameter settings.